Event description:
Caller reported that there was damage to the pump housing surrounding the usb port, which impacted the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to continue using the current pump and switch to multiple daily injections if needed. Technical support arranged for a replacement pump, provided instructions for returning the damaged pump, and confirmed the shipping details with the customer.